Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Unit returned together with a non-bsc device, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. A visual inspection carried over and revealed that a delivery wire, main coil and introducer sheath were returned for this complaint. Besides, a rotating hemostatic valve (rhv) and a non-bsc catheter was returned together with the device. The main coil and delivery wire arms were not interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The sheath showed dry blood residues inside. The main coil was completely stretched and some sections were kinked; besides, the zap tip was detached and it was not returned, the interlocking arm was also detached, but it was returned inside the introducer sheath. A functional inspection revealed that the delivery wire was removed without issues. A microscopic inspection revealed that the proximal end of the delivery wire has a smooth surface. The interlocking arm did not show damages. The proximal end of the main coil zap tip was detached and it was not returned. The main coil was completely stretched and kinked. The interlocking arm was detached and it was found inside the introducer sheath. A dimensional inspection was revealed that weld od, wire arm od, and wire zap tip in delivery wire are within its specification. The number, of distal fiber bundles, proximal fiber bundles, zap tip od, and primary coil od are not on its specification. No other issues reported.

Event description:
Reportable based on device analysis completed on 10-jan-2019. - it was reported that a coil had difficulty in the middle of the angiographic catheter and it as unable to be placed during coil embolization. A stenosed target lesion was located at severe tortuous internal iliac artery. A 10mm x 25cm interlock-35 was selected for use. During the procedure, at coil embolization, it was noted that a coil had difficulty in the middle of the angiographic catheter and it as unable to be placed. The device was replaced with another of the same. There were no patient complications reported. However, it was further reported that the zap tip was detached and it was not returned, the interlocking arm was also detached, but it was returned inside the introducer sheath.